Manufacturer narrative:
No button response due to corroded keypad traces. Time/minutes changed properly. The insulin pump received with cracked battery tube threads, reservoir tube lip, belt clip slot and scratched lcd window.

Event description:
It was reported that the insulin pump had unresponsive buttons and a frozen screen. It was stated that the screen was monitored, and the time did not change. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.